Event description:
It was reported that the patient experienced multiple falls. X-ray imaging revealed migration of the lead. As a result, surgical intervention was undertaken on (B)(6) 2026 to address the issue wherein the lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.